Manufacturer narrative:
Updated field: serial #. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing was cut from the iab and not returned. Two kinks were found on the catheter tubing and inner lumen approximately 52.3cm and 72.1cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab has the tantalum marker inspected twice, once during production and once during qc inspection. The root cause of damage to the tantalum marker cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the distal marker had shifted and moved towards the proximal marker. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name and occupation - (B)(6). Additional email address: (B)(6). Additional initial reporter - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing was cut from the iab and not returned. Two kinks were found on the catheter tubing and inner lumen approximately 52.3cm and 72.1cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab has the tantalum marker inspected twice, once during production and once during qc inspection. The root cause of damage to the tantalum marker cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint #(B)(4).